Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation uterine / device migration/expulsion of essure device ,malposition of essure device location of device: 1 half in tube, 1 on uterine wall'), embedded device ('embedded uterine myometrium'), uterine infection ('uterine infection,,infection (other) describe: uterus infected'), abortion spontaneous ('miscarriage of pregnancy,pregnancy (stillbirth or miscarriage),'), pregnancy with contraceptive device ('twin pregnancy with contraceptive device') and twin pregnancy ('twin pregnancy') in an adult female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo conformation test.". The patient's medical history included vasectomy in (B)(6) 2011, birth control pill from 2002 to 2009, multigravida and parity 4 (date of live births: (B)(6) 2004, (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010.). Concurrent conditions included delayed period, breast operation, menses irregular (frequent menstruation with regular cycle.) And pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine enlargement ("swelling of uterus"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), bacterial infection ("bacterial infetion"), cystitis ("bladder problem"), urinary tract disorder ("urinary tract problems"), vaginal discharge ("vaginal discharge,yellow discharge"), urinary tract infection ("urinary tract infection"), tooth disorder ("dental problems"), fatigue ("fatigue"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast infection"), uterine spasm ("cramping of uterus"), adnexa uteri pain ("sever cramping of fallopian tube"), pyrexia ("low grade fever"), chills ("chills") and complication of pregnancy ("complications and unintended pregnancy or delivery"). The patient was treated with surgery (bilateral salpingo-oophorectomy and hysterectomy (partial) and bilateral salpingo-oophorectomy and hysterectomy(partial)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, uterine infection, abortion spontaneous, pregnancy with contraceptive device, twin pregnancy, vaginal infection, bacterial infection, cystitis, urinary tract disorder, vaginal discharge, urinary tract infection, tooth disorder, fatigue, vulvovaginal mycotic infection, pyrexia, chills and complication of pregnancy outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, uterine enlargement, uterine spasm and adnexa uteri pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, bacterial infection, chills, complication of pregnancy, cystitis, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, pelvic pain, pregnancy with contraceptive device, pyrexia, tooth disorder, twin pregnancy, urinary tract disorder, urinary tract infection, uterine enlargement, uterine infection, uterine perforation, uterine spasm, vaginal discharge, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for- migration, fallopian tubes, uterus perforation, bladder problems, urinary problems, vaginal discharge ,uti, vagina infection, dental problems, fatigue and infected uterus. Patient had experience one loss of pregnancy with one child birty defect which was captured in case number (B)(4). Plaintiff lost one of her babies and that the other has born with breathing difficulties a new case was created. This is main mother case (B)(4) link with child case (B)(4). One of the twins stopped progressing, sac may have been damaged and were complications: baby admitted to nicu for 5 days for treatment of breathing difficulties. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet, reporter information and new reporter, patient demographic, essure lot number , and event bladder or urinary problem or changes yeast/bacterial infection,infection (bladder/ urinarytract/vaginal) type: yeast, vaginal infections, swelling of uterus, sever cramping of uterus fallopian tube ,complications and unintended pregnancy or delivery and twin pregnancy were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation uterine / device migration/expulsion of essure device ,malposition of essure device location of device: 1 half in tube, 1 on uterine wall'), embedded device ('embedded uterine myometrium'), uterine infection ('uterine infection,,infection (other) describe: uterus infected'), abortion spontaneous ('miscarriage of pregnancy,pregnancy (stillbirth or miscarriage),'), pregnancy with contraceptive device ('twin pregnancy with contraceptive device') and twin pregnancy ('twin pregnancy') in an adult female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo conformation test.". The patient's medical history included vasectomy in february 2011, birth control pill from 2002 to 2009, multigravida and parity 4 (date of live births: (B)(6)2004, (B)(6)2006, (B)(6)2009 and (B)(6)2010.). Concurrent conditions included delayed period, breast operation, menses irregular (frequent menstruation with regular cycle.), pap smear abnormal, dysplasia and hydrosalpinx. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced uterine enlargement ("swelling of uterus"). In (B)(6)2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), bacterial infection ("bacterial infection"), fungal cystitis ("bladder problem"), urinary tract disorder ("urinary tract problems"), vaginal discharge ("vaginal discharge,yellow discharge"), urinary tract infection ("urinary tract infection"), tooth disorder ("dental problems"), fatigue ("fatigue"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast infection"), uterine spasm ("cramping of uterus"), adnexa uteri pain ("sever cramping of fallopian tube"), pyrexia ("low grade fever"), chills ("chills") and complication of pregnancy ("complications and unintended pregnancy or delivery"). The patient was treated with surgery (bilateral salpingo-oophorectomy and hysterectomy (partial) and bilateral salpingo-oophorectomy and hysterectomy(partial)). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, uterine infection, abortion spontaneous, pregnancy with contraceptive device, twin pregnancy, vaginal infection, bacterial infection, fungal cystitis, urinary tract disorder, vaginal discharge, urinary tract infection, tooth disorder, fatigue, vulvovaginal mycotic infection, pyrexia, chills and complication of pregnancy outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, uterine enlargement, uterine spasm and adnexa uteri pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, bacterial infection, chills, complication of pregnancy, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, fungal cystitis, pelvic pain, pregnancy with contraceptive device, pyrexia, tooth disorder, twin pregnancy, urinary tract disorder, urinary tract infection, uterine enlargement, uterine infection, uterine perforation, uterine spasm, vaginal discharge, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for- migration, fallopian tubes, uterus perforation, bladder problems, urinary problems, vaginal discharge ,uti, vagina infection, dental problems, fatigue and infected uterus. Patient had experience one loss of pregnancy with one child birth defect which was captured in case number (B)(4). Plaintiff lost one of her babies and that the other has born with breathing difficulties a new case was created. This is main mother case (B)(4) link with child case (B)(4). One of the twins stopped progressing, sac may have been damaged and were complications: baby admitted to nicu for 5 days for treatment of breathing difficulties. Lot number: 628426 manufacture date: 2008-11 expiration date: 2011-11. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jan-2020: pfs received. Medical history was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation uterine / device migration/expulsion of essure device ,malposition of essure device location of device: 1 half in tube, 1 on uterine wall'), embedded device ('embedded uterine myometrium'), uterine infection ('uterine infection,,infection (other) describe: uterus infected'), abortion spontaneous ('miscarriage of pregnancy,pregnancy (stillbirth or miscarriage),'), pregnancy with contraceptive device ('twin pregnancy with contraceptive device') and twin pregnancy ('twin pregnancy') in an adult female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo conformation test.". The patient's medical history included vasectomy in (B)(6) 2011, birth control pill from 2002 to 2009, multigravida and parity 4 (date of live births: (B)(6) 2004, (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010.) Concurrent conditions included delayed period, breast operation, menses irregular (frequent menstruation with regular cycle.) And pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine enlargement ("swelling of uterus"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), bacterial infection ("bacterial infetion"), fungal cystitis ("bladder problem"), urinary tract disorder ("urinary tract problems"), vaginal discharge ("vaginal discharge,yellow discharge"), urinary tract infection ("urinary tract infection"), tooth disorder ("dental problems"), fatigue ("fatigue"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast infection"), uterine spasm ("cramping of uterus"), adnexa uteri pain ("sever cramping of fallopian tube"), pyrexia ("low grade fever"), chills ("chills") and complication of pregnancy ("complications and unintended pregnancy or delivery"). The patient was treated with surgery (bilateral salpingo-oophorectomy and hysterectomy (partial) and bilateral salpingo-oophorectomy and hysterectomy(partial)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, uterine infection, abortion spontaneous, pregnancy with contraceptive device, twin pregnancy, vaginal infection, bacterial infection, fungal cystitis, urinary tract disorder, vaginal discharge, urinary tract infection, tooth disorder, fatigue, vulvovaginal mycotic infection, pyrexia, chills and complication of pregnancy outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, uterine enlargement, uterine spasm and adnexa uteri pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, bacterial infection, chills, complication of pregnancy, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, fungal cystitis, pelvic pain, pregnancy with contraceptive device, pyrexia, tooth disorder, twin pregnancy, urinary tract disorder, urinary tract infection, uterine enlargement, uterine infection, uterine perforation, uterine spasm, vaginal discharge, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for- migration, fallopian tubes, uterus perforation, bladder problems, urinary problems, vaginal discharge ,uti, vagina infection, dental problems, fatigue and infected uterus. Patient had experience one loss of pregnancy with one child birty defect which was captured in case number (B)(4). Plaintiff lost one of her babies and that the other has born with breathing difficulties a new case was created. This is main mother case (B)(4) link with child case (B)(4). One of the twins stopped progressing, sac may have been damaged and were complications: baby admitted to nicu for 5 days for treatment of breathing difficulties. Lot number: 628426 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation uterine / device migration/expulsion of essure device'), uterine infection ('uterine infection'), abortion spontaneous ('miscarriage of pregnancy') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" (seriousness criterion medically significant) and device monitoring procedure not performed "she did not undergo conformation test.". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingo-oophorectomy and hysterectomy(partial)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, uterine infection, abortion spontaneous, pregnancy with contraceptive device, vaginal infection, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, tooth disorder and fatigue outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, uterine infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for- migration, fallopian tubes, uterus perforation, bladder problems, urinary problems, vaginal discharge ,uti, vagina infection, dental problems, fatigue and infected uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- previously reported event "injury to herself" updated to "fallopian tube perforation", events- " perforation uterine/device migration/expulsion of essure device, uterine infection, miscarriage of pregnancy, pregnancy with contraceptive device, device ineffective, pelvic pain female, abdominal pain, vaginal infection, dyspareunia(painful sexual intercourse), dysmenorrhea(cramping), bladder problem, urinary tract problems, vaginal discharge, urinary tract infection, dental problems, fatigue and she did not undergo conformation test", patient demographic, reporter added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.